Event description:
It was reported that during the implant procedure, the physician attempted to slit the inner catheter and pull, however, the catheter tore into two pieces. The catheter was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned, analyzed, and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was separated from the hub. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.